Event description:
It was reported via legal documentation that approximately 164 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, joint effusion, synovitis, joint laxity, loss of range of motion, osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
On 27jun2024 additional information received via legal 13feb2024*** no additional incremental information was received. ***original summary*** legal case ¿ USA lk implant date: (B)(6) 2010, dr. (B)(6) explant date: (B)(6) 2023, dr. (B)(6), op report attached no device return anticipated due to this being a legal case. Unable to locate surgeon/patient in ebi. Serial number provided. Historical record and smartsolve searched for sn/patient name with no results. No further information. 1633217 02-012-35-4009 - logic tibia ps mod insrt ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k033883 legal case ¿ USA patient ID: (B)(6). It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2010, and then experienced revision surgical procedure on (B)(6) 2023 approximately 13 years and 7 months after initial implant. No images were provided. There is no other information available. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient in ebi. Serial number provided. Historical record and smartsolve searched for sn/patient name with no results. No further information. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed. (B)(6) 2024: the reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or, due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided, and there were no details regarding cementing technique or environmental conditions provided.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain, and/or, due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided, and there were no details regarding cementing technique or environmental conditions provided.